Event description:
It was reported that the customer was hospitalized for dka. The customer stated that an error alarm occurred, but did not recall getting this alarm. Moreover, the customer stated that the buttons had slow or intermitent response to the button press. At that time, the customer was advised that a replacement will be sent.